Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states: this is a retirement center-reporting that a patient's catheter balloons are bursting after a few days to a few weeks of use. It was reported that proper lubrication and fill procedures are being used. There was no patient harm and the catheter was replaced.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Visual examination was conducted on the returned catheter and observed that the balloon had burst. However there were no other abnormalities or design irregularities observed on the returned sample. Close examination under high magnification lens (x6o magnification) revealed present of encrustation on the balloon area (picture 2). It appears quite likely that the encrustation had initiated the burst balloon. This appearance is likely due to the balloon sleeve had come in content with pointed surface like bladder stone or encrustation that is detrimental to the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon other remarks: would likely occur due to encrustation. Therefore, this complaint could not be confirmed.

Event description:
The complaint states: this is a retirement center-reporting that a patient's catheter balloons are bursting after a few days to a few weeks of use. It was reported that proper lubrication and fill procedures are being used. There was no patient harm and the catheter was replaced.